Event description:
It was reported that the seven weeks post implant the patient developed sepsis. The source of the infection is unknown. The implantable cardiac defibrillator (ICD) and leads were explanted. A temporary pacing lead was placed through the internal jugular and the ICD was used outside the body to pace the patient until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62 lead 2014-(B)(6), 407652 lead 2014-(B)(6). (B)(4).